Manufacturer narrative:
There was no patient involvement. It is unknown when device became bent. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection process, on (B)(6) 2018, the tips of two drill guides were found bent in decontamination, outside of surgery. There was no procedure nor patient involvement. This report is for a 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inspection process occurred on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.225; lot: 9605225; manufacturing site: bettlach; release to warehouse date: january 29, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: investigation flow: broken: device condition: visual inspection performed at customer quality (cq) observed one of the broken sleeve shaft on the returned double drill guide. The broken sleeve portion was not returned at customer quality. Furthermore, one gripping teeth at the extreme tip was bent on the other sleeve with 1.5 mm diameter. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Top level drawing for the double drill sleeve and drill sleeve. Dimensional analysis was not performed at broken portion as the sleeve was not returned. Dimensional analysis performed on the sleeve with bent teeth accepted the gage pin of diameter 1.42 mm (gp:29) that falls within the specification of 1.40 mm to 1.45 mm. The observed deformation and breakage of the sleeve tip/ sleeve is due to post manufacture damage. Device history record showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. The lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process and therefore no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition were noted. Material review on the subcomponent (sleeve) was not able to be performed during review of device history records as the device subcomponents are not lot tracked. However, based off the visual inspection no material inconsistencies at broken portion were noted that would have contributed to the observed condition. A definitive root cause could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive mis-aligned/off-axis force during usage. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.